Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for failed back surgery syndrome and spinal pain reported stimulation never covered all of their pain. It was noted stimulation covered the consumer¿s pain when they went to bed but not during the day. The consumer also stated when they would turn a certain way stimulation would change how it was stimulating. It was further reported it was too much work to keep the device charged and they were thinking about having therapy removed. About four to five months ago the consumer started to experience new pain going down the left leg and numbness in half of the left foot. The consumer further reported it wasn¿t so much a change in the programming that led to the new pain down their left leg and numbness in half of the left foot as it was ¿the fact the device stopped working.¿ when communication was attempted with the patient programmer (pp) the poor communication screen was seen and the recharger was unable to communicate with the implant. The consumer was unsure the last time they felt stimulation or recharged. The reason for not recharging was because the consumer didn¿t need stimulation. No further steps had been taken to resolve these issues because according to the consumer no one would take the device out. The consumer no longer wanted the device in their body because it didn¿t work and the position of the battery caused pain and discomfort.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.